Manufacturer narrative:
The company service representative examined the system and replicated the reported event. The fluidics module and the power cord were replaced to resolve the issues. The system was then tested and met all product specifications. Based on assessment, the product met specifications at the time of release. The root cause of the reported events can be attributed to non-conforming fluidics module and power cord. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported an intraocular pressure issue and also noted that the instrument does not indicate the end of the irrigation solution. Additional information has been requested.